Event description:
It was reported that the patient experienced hyperglycemia with a reported value of 501 mg/dl after the nurse did not meal announce breakfast and lunch and did not complete the prior supply change for the ilet, with the issue characterized as an improper or incorrect procedure or method related to user interface use during routine operation. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose without emergency care or hospitalization. Investigation included communication and communication with the user as well as analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem linked to failure to follow instructions, with the device component context being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.